Event description:
The suspect device is running higher than the lab. For example, one patient result was 5.4 inr compared to a lab inr of 2.5. Controls were in range. The device was replaced and requested to be returned for evaluation.